Manufacturer narrative:
The device was received fully deployed with the needle fully retracted. Download data showed no timeouts or drive stalls and no alarms were generated. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended. Although no damages or defects were observed that would indicate any needle mechanism failure, it could not be conclusively determined when the needle retracted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract.